Event description:
Customer reports the system will not boot up or power up. No patient injury was reported.

Manufacturer narrative:
The service rep ordered parts replaced cpu battery and interconnect cable. System functions as intended.